Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4). The device is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one (B)(6) female patient underwent a combined endo-epicardial substrate-based ablation procedure. After the ablation catheter was removed, pleural effusion was managed by drainage. Postprocedural chest radiograph revealed a mild residual left-sided pleural effusion, and the patient did not complain of any symptoms related to the procedure. A repeat endo-epicardial ablation procedure was performed two weeks later shows no evidence of pleural effusion during and after the procedure, suggesting resolution of the pleuropericardial communication. Patient had a history of chagasic cardiomyopathy, severe left ventricular systolic dysfunction, and an implanted single-chamber implantable cardioverter-defibrillator due to prior vt. Title: ¿iatrogenic pleuropericardial communication: a rare complication of percutaneous epicardial mapping.¿ the purpose of this study was to report first case of acute iatrogenic pleuropericardial communication during epicardial mapping in a patient with chagasic cardiomyopathy. Suspect device is smarttouch catheter, however catalog and lot number are unknown